Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as sensor was off by 100 points instead of 40. The customer¿s blood glucose level was 436 mg/dl and sensor glucose level was 212 mg/dl. The customer assisted with troubleshooting. Customer states insulin delivery was not suspended due to sensor glucose verses blood glucose difference. The devices will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set, ozp-mmt-7020a¿snsr.